Event description:
Health professional reported a left side rupture. Patient representative reported capsular contracture, pain, and anxiety. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. Impact code 4: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: brown particle material was noted on the shell of the device. White particle material was also noted on the shell of the device. An air void was observed between the shell and the gel. The weight of the device was confirmed to be within specification. Deformation of the device was noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.